Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the atrial lead exhibited noise over-sensing, under-sensing, and low pacing impedance. The lead was capped and replaced during a generator changeout procedure on (B)(6) 2021. The patient was stable.